Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during shoulder procedure, the twinfix anchor was cracked. The procedure was completed with a back-up device in the original bone hole. No patient injury or further complications were reported.

Event description:
It was reported that, during shoulder procedure, the twinfix anchor was cracked. The procedure was completed with a non-significant delay using a back-up device in the original bone hole. The broken pieces were removed from the patient. No patient injury or further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found one image confirming the product identification information. The anchor has debris and is attached to the shaft of the handheld device. The other image shows the sutures passing through the anchor, and a small crack can be seen spreading from the suture window in the anchor. There is debris in the threads of the anchor. A visual inspection of the returned device found that it was not received in its original packaging. The device has not been deployed. There is a crack spreading from the suture window in the anchor. There is debris in the threads of the anchor and on the shaft of the handheld device. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinical information to perform a thorough medical investigation was received. Since there were no patient injuries or other complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time